Event description:
During routine service and repair of the device it was discovered that the battery reciprocator runs very hot, has a sticky trigger and is missing a snap ring on contact. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.

Manufacturer narrative:
Device was used for treatment, not diagnosis.additional narrative: power tool evaluation for this device was completed on 06/17/2014. The customer did not allege or identify any specific deficiency; it was observed during routine service and repair of (lot# 2988)battery reciprocator that it runs hot, has sticky trigger and is missing a snap ring on contact. Evidence suggests this is due to usage wear over time.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.